Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. Patient reported that the procedure was painful. On (B)(6) 2018 patient also reported that they bent over and felt pain in lower back and also soreness. Stimulation was adjusted and patient felt comfortable. On (B)(6) 2018 patient reported that they had daily pain due to lead being placed close to their spine and there was also a bruise at patient tailbone. No further complications were noted or anticipated.